Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) eliminated the defect by calibrating the offset transducers. Operation tests performed with positive results. No patient involvement and no harm reported. Repair completed, the equipment can be used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit has error code 52 when switched on. There was no patients involved.